Event description:
The pt was found dead, lying on his stomach wearing an infusion set (the stomach was used as insertion site). It is stated in the death certificate that the pt suffered from insulin dependent diabetes since the age of 4 years and that a detailed chronological sequence of circumstances led to the incident, which is termed as a natural death. According to the coroner inquest, the pt was not feeling well and was vomiting prior to his death. The pt did not follow the product's instructions for use and did not contact his health care center even though his symptoms clearly indicated that his blood glucose level was not acceptable. The coroner inquest states that the infusion set was worn for two days and that the cannula was bent or kinked when removed from the body. Nothing further was reported.

Manufacturer narrative:
Conclusion: as previously mentioned, it is stated in the death certificate that the pt suffered from insulin dependent diabetes since the age of 4 years and that a detailed chronological sequence of circumstances led to the incident, which is termed as a natural death. According to the coroner inquest the pt was not feeling well and was vomiting prior to his death. The pt did not follow the product's instructions for use and did not contact his health care center event though his symptoms clearly indicated that his blood glucose level was not acceptable. At present it is unk whether or not the device may have contributed to the event as no product has been returned for analysis. It is therefore not possible to draw any conclusion at this time. However, unomedical infusion device (B)(4) are of course continually attempting to provide the lacking information about the incident from the distributor medtronic; including the used product and the lot number of the product. We consider this report complete to the best of our knowledge.